Manufacturer narrative:
Insulin pump was received with no button response due to broken trace at pin 6, u1 keypad assembly. Unable to perform the displacement test and self test due to no button response. The keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad frozen. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The customer states keypad not responding. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.